Event description:
It was reported that the device did not administering medication. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bent latch lock. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, the device was found to be over delivering. It was determined that the most probable cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.